Event description:
It was reported that a pt underwent a robotic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device stopped working. The blade started spinning more slowly and making mechanical noises. Another like device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.